Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.0/+1.0/070 into the patient's left eye (os) on 09-sep-2022. The lens was exchanged on 06-oct-2022 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
(B)(4).